Event description:
A malfunction alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support arranged for a replacement pump, and the customer will use multiple daily injections as a backup therapy. The customer was provided with instructions on putting the pump into storage mode before returning it and acknowledged understanding of the return process.